Event description:
It was reported that during a cataract procedure, the preloaded intraocular lens (iol) was observed to be scratched after insertion. The scratched lens was then removed and replaced with a backup iol during the same surgery. The procedure was completed successfully, without any harm to the patient. No further information was required.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to jul 28, 2025. Section d4: model number: unknown, as the serial number was not provided. The best estimate is that it was a preloaded lens model. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows an eye implanted with the suspect product and damage was observed on the optic. The edge of the optic also appeared to be damaged. Since no product has been received, no further evaluation was performed. Based on the investigation results, the complaint issue could not be confirmed as related to the manufacturing or design process. Conclusion: no malfunction or product deficiency was identified during the investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.